Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for a connection issue was not confirmed. The sample was evaluated. The root cause was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Corporate product surveillance (cps) received a report from a home patient (hp) that a cassette had become separated from the solution bag. The hp said that he discussed the incident with his nurse. Therapy was continuing without complications. The patient was involved but there was no serious injury or medical intervention reported.